Event description:
It was reported to covidien that smoke was seen from the left right side of the chassis. There was no pt involvement.

Manufacturer narrative:
Covidien isolated the failure to a capacitor on the power supply board. The alleged report of smoke is not from a heat source, but from failed capacitor. The serial number provided does not populate in the system, so the manufacture date is unk. (B)(4).